Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an esophageal dilation procedure performed on (B)(6) 2025. During the procedure, the dilation balloon ruptured when reaching 6 atm. The device was removed and the procedure was not completed. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf impact code f1001 captures the reportable event of cancelled/rescheduled procedure. Block h11: investigation results the returned cre pro wireguided dase dilatation balloon was analyzed, and a visual evaluation found the balloon was detached from the catheter. The detached balloon was not returned. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon burst was not confirmed because the detached balloon was not returned. The investigation revealed that since the detached balloon was not returned a functional inspection could not be performed and it was not possible to determine if the balloon burst. A balloon detachment is procedure-related because it occurs as a direct result of conditions of the procedure. Therefore, the most probable root cause is an adverse event related to procedure.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf impact code f1001 captures the reportable event of cancelled/rescheduled procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an esophageal dilation procedure performed on (B)(6) 2025. During the procedure, the dilation balloon ruptured when reaching 6 atm. The device was removed and the procedure was not completed. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.